Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient reported shocking. Patient stated that they had not used their patient programmer (pp) in a while and did not realize that they had the settings too high. Patient stated that the ins shocked them like crazy, like almost sticking your head in an electric socket. Patient wanted to figure out how to turn the ins down, but could not figure out how to get the screen on the pp to come up because they did not want that to happen again. Patient noted that they were standing up because the shock was such that it had gone down to their vagina area and patient could not sit down because it hurt so much. Patient mentioned that the shock was awful. Patient did not remember what button they pressed when they were using the pp. Patient stated that their ins was on. Troubleshooting could not be done due to lack of access to the product . Patient reported that if they put the antenna against the skin and sync with the ins, the ins would shock them again. Patient refused and said they did not want to go through that again and they would throw the remote away. Patient was advised to set up an appointment with their health care professional (hcp) if they did not want to troubleshoot. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reiterated that patient had a problem with the stimulator because she was sitting on the edge of her sofa using the programmer and she didn¿t know what happened but it shorted out of something, but it was like an electrical shock, it jolted her and knocked her to the floor and the pain was so much that she screamed out and cried because it was unbearable and won¿t use the patient programmer again and wanted to know what happened and wanted a new patient programmer. Patient stated that she continues to have, pain/and it burns between the vulva and the butt. Patient stated that she called her doctor¿s office and told them about this issue and they have been trying to get a representative out to the office to see the patient. Patient services offered to help turn patient 's therapy off, patient stated that she didn't want to put the antenna over her skin again because she was afraid of shocking, however, if patient was ready she could call back for help in turning off therapy. Additional information reported on 2017-11-10 that action taken to resolve shocking and setting too high was not to no longer use setting 4 and the reported issue was resolved.